Event description:
The customer reported that their olympus evis lucera elite gastrointestinal videoscope had foreign material found in the channel during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the channel cleaning brush was not coming through the channel because it had been deformed. This deformity was also causing the insertion suction to fall out of specification. The angulation was out of specification due to a worn angle wire. The channel tubing was found perforated, causing leakage to occur. The light guide bundle was in rough shape. The distal end had been polluted. The charge coupled device unit's lens was broken and chipped. The adhesive around the lens was worn out. The light guide lens was scratched and chipped, and scratches were also found on the channel port. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the perforated channel likely occurred from external force while inserting and/or withdrawing of the endo therapy accessory which caused the applied lubricant from outside the channel to enter through the tear. Investigation confirmed the metal spring clogged in biopsy port was likely from a broken endo therapy accessory. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿if insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event was discovered during an unspecified procedure. However, they did confirm that the procedure was able to be completed without any harm to the patient. Specific details relating to the procedure type and how it was completed were requested, but unavailable.